Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Replacement of the main circuit board was required in order to address the reported problem. The device was scrapped by resmed per customer's request. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.